Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 510710.

Event description:
It was reported that the patient developed an infection on the incision mark at the lead site. The patient was placed on antibiotics and it was unknown if it was device or procedure related. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices were discarded.